Event description:
Product defective: attending surgeon requested to use a pulsavac for debridement of abdominal wound. Opened device to scrub tech who noticed a "crusty" substance on the tubing and inside of the container. Noticed that the battery pack looked unusual. Device handed off the field and the battery pack was popped open to find severely corroded batteries. Scrub tech changed gloves and a new device was located and given to the field. Inspected and no abnormalities found on the new device.